Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Reported event date was (B)(6) 2021 but exact time has not been communicated. Provided ventilator logs were reviewed. The event log contains 9 standbys on the reported event date. All the standbys are preceded by a logged ¿standby button activated¿, which implies pressing the standby key by the user, followed by a logged ¿standby dialog confirmed¿ which implies pressing the option ¿yes¿ in the pop-up window whereafter the ventilator is set to the standby mode. This is an indication that the setting of the ventilator to standby mode was intentional. When the ventilator is set to standby, the indication ¿standby, patient not ventilated¿ is clearly visible on the screen and no waveforms or measured values are presented. Ventilation can then be started by pressing the start/standby key or by pressing the start ventilation touchpad on the screen. The time of the event was not provided, therefore it is unknown whether any of these standbys represented the alleged event. Successful pre-use checks were performed prior and on the reported event date. The technical log does not contain any technical error codes to indicate a ventilator malfunction. There is no indication in the available information that the ventilator set itself to the standby mode from ventilation at any time or that there was any problems starting ventilation. The standbys from ventilation on the date of the event were performed as per design using the two steps of setting the ventilator to standby mode. This conclusion is also supported by the field service engineer¿s examination and testing of the ventilator, which found no fault with the ventilator.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
A user facility medwatch (ref # (B)(4)) was received stating that: "ventilator found to be in standby mode at beginning of case. Unable to activate ventilation mode. Ambu bag ventilation started. Respiratory called-code called. Severe 3 vessel disease patient placed on balloon pump: impella placement. Original intended procedure -coronary angiography". Manufacturer's ref #: (B)(4).